Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the tamper detection sticker was not intact, the drape clips are missing, the arm labels are damaged, the inner enclosure has a crack in the case and that the device was received pressurized. A functional evaluation revealed the device failed the weight test. The piston migration was at 1.5 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the spider tenet was not working. No case was involved. Results of investigation have concluded that the device failed the weight test which makes it a reportable event.